Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had twiddler's syndrome and it was noted that the lv threshold was elevated. Chest x-ray revealed that all the three implanted leads were pulled back. The patient was scheduled for lead revision. This ra lead still remains in service. No adverse patient effects were reported.